Event description:
The pt has two leads implanted with the same lot number. It was reported, the pt is no longer receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. X-rays were taken and showed the leads have migrated. F/u info identified the pt underwent revision surgery on (B)(6) 2012 where both leads were replaced with new ones. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.